Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional(hcp) reported that a patient was injected with juvéderm® volux¿ in the jawline and about ½ syringe in the chin. The patient did not disclose that they had a silicone chin implant placed prior to the appointment. About 2 weeks later, the patient started to have pain, tenderness, firmness and slight pink color on their chin. The hcp treated the patient with doxycline 100mg twice a day for 2 weeks, but the patient was only taking it once a day. The patient returned 3 weeks later with some improvement. The patient consulted with the plastic surgeon, and they recommended to take chin implants out since it was infected. Symptoms are ongoing.